Manufacturer narrative:
The customer reported complaint for the platform displayed a user advisory (ua) 12 (lifeband not present) error message was confirmed during functional testing and archive data review. To resolve the issue, the belt clip switch assembly was adjusted to a parallel position. During functional testing, the lifeband clip detect switch inspection shows that the switch lever was not able to close and not parallel to the switch case resulting in user advisory (ua) 12 error as expected. After readjustment of the switch lever and verification using a standard belt test clip aid, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate requires deburring to address the issue. Review of the archive data indicated user advisory (ua) 12 error messages on the reported event date. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During device check with the manikin, the autopulse platform displayed a user advisory (ua) 12 (lifeband not present) error message upon power up. Troubleshooting steps were performed without any success. No patient involvement was reported.